Manufacturer narrative:
Th device was successfully interrogated by boston scientific's post market quality assurance laboratory. The pacing, sensing, and shocking functions of the device were verified. A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information from an implant form that this device, which was implanted for 58.5 months, was electively explanted and replaced due to normal battery depletion. End-of-life (eol) was triggered in (B)(6) 2010 with a monitoring voltage of 2.68 volts associated with a charge time of 33.5 seconds.